Event description:
According to the reporter: it was noted that a small part of the needle was missing upon removing the device from the patient. Surgeon and staff are unsure if the needle fragment was left in the patient. Additional information has been requested and will be submitted once obtained.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/28/2015.